Manufacturer narrative:
(B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there was an adverse patient outcome or operative care alteration. Did bleeding occur as a result of the device issue? If yes, how was the bleeding controlled? If yes, how much blood was lost (ml)? If yes, did the patient require a transfusion? Were there any patient consequences or changes in the post-operative care of the patient as a result of the event? The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge reload present. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler fired and cut but did not form proper staples. Very few staples were in the tissue. I am including the white reload and one of the malformed staples. A clip applier was used to complete the procedure. There were no adverse consequences for the patient.